Manufacturer narrative:
Text taken directly from user MDR (B)(4). Model number is xeridiem; part number for the device. Catalog number is part number for xeridiem's exclusive distributor for the device, (B)(4). Device was not returned for evaluation. (B)(4). DHR review/manufacturing process review: review concluded operators were properly trained, calibration and preventative maintenance were current, work instructions were followed, and all required inspections were completed for this lot.

Event description:
Entuit tube placed (B)(6). Retention balloon inflated. Feeds per tube initiated (B)(6). On (B)(6), pt with severe abd pain, CT showed migration of tube outside of stomach and balloon deflated. Pt to or for peritoneal lavage. Resulted in peritonitis/sepsis. Pt made dnr and expired (B)(6) 2018.

Manufacturer narrative:
Additional information received from end user 12/20/2018. Information indicates device misuse based on the following: saline used to inflate the balloon, contrary to the instructions for use which specifies only sterile or distilled water. This can contribute to balloon deflation. Pre-placement balloon inflation check (recommended in instructions for use) was not performed. It is important to verify balloon integrity before placement. T-fastener sutures used to anchor patient's stomach to abdominal wall may have been too close to inflated balloon.